Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to the device powering off without user input. Service evaluation verified the symptom. The cause was identified to be a failed rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. There was no patient involvement. No additional information is available.